Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles/gaps in the infusion set tubing. The customer's blood glucose level was 226 mg/dl. Reportedly, there were no air bubbles/gaps in the infusion set tubing at the time of report. Recommendation was made by tandem's technical support for the customer to prime the tubing to remove the air when air is seen.